Event description:
It was reported that the right atrial lead exhibited loss of capture and loss of sensing after being connected to the device during implant. The lead was programmed to unipolar pacing. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.